Event description:
It was reported that there were air bubbles or gaps in the system during pumping, specifically in the customer's syringe. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin.